Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received multiple occlusion alarms. Customer's blood glucose was 418 mg/dl. Customer replaced cartridge and infusion set and successfully resumed insulin deliveries.